Manufacturer narrative:
Analysis of the pump found that there was high resistance in the battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The patient¿s weight at the time of the event was (B)(6). Regarding pump replacement, the name of the manufacturer representative involved in the case if available was indicated as being unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 regarding a patient receiving lioresal (2000 mcg/ml at 525 mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and multiple sclerosis. It was reported that the patient was in for a refill on (B)(6) 2017 when the doctor noticed the pump alarm/beep. The event logs were checked and it was found that a low battery reset and safe state had occurred on (B)(6) 2017. The hcp initiated oral medication right away and was to have the patient see the implanting hcp right away for pump replacement. No symptoms were reported at the time of the call and no further complications were reported or anticipated.